Manufacturer narrative:
The partial manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4) were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.

Event description:
An aortotomy was performed. The valve was confirmed to be tricuspid, quite symmetrical and without much calcium. After resecting the valve and calcium a size medium perceval valve was deemed to be suitable. The guide points were placed, the valve was collapsed, and the prosthesis was implanted according to the usual technique, apparently without problems. At the end of ecc, a central aortic insufficiency was observed by tee. The leaflet in the non-coronary position was found to be immobile, but the rest of the leaflets were ok. The patient was re-clamped to determine what was causing the immobile leaflet. The perceval valve was explanted and analyzed, and seemed to be fine. The valve was re-collapsed and implanted again, in the usual perceval way. The final appearance again seemed normal. The leaflet motion and coaptation were perfect using a saline solution; the stent did not look bad. However, when we finished the ecc the same issue appeared: central ai with a static non-coronary leaflet. The aorta was re-clamped and opened, and the prosthesis was analyzed in-situ, "without inconveniences". The perceval valve was explanted definitively, and a conventional valve was used in its place.

Manufacturer narrative:
The device was received for investigation on october 19, 2017. A gross examination was performed on october 20, 2017 and the returned valve prosthesis was found to be in generally good condition.

Event description:
An aortotomy was performed. The valve was confirmed to be tricuspid, quite symmetrical and without much calcium. After resecting the valve and calcium a size medium perceval valve was deemed to be suitable. The guide points were placed, the valve was collapsed, and the prosthesis was implanted according to the usual technique, apparently without problems. At the end of ecc, a central aortic insufficiency was observed by tee. The leaflet in the non-coronary position was found to be immobile, but the rest of the leaflets were ok. The patient was re-clamped to determine what was causing the immobile leaflet. The perceval valve was explanted and analyzed, and seemed to be fine. The valve was re-collapsed and implanted again, in the usual perceval way. The final appearance again seemed normal. The leaflet motion and coaptation were perfect using a saline solution; the stent did not look bad. However, when we finished the ecc the same issue appeared: central ai with a static non-coronary leaflet. The aorta was re-clamped and opened, and the prosthesis was analyzed in-situ, "without inconveniences". The perceval valve was explanted definitively, and a conventional valve was used in its place. Additional information received 16-oct-2017. The valve was decalcified as much as possible, post-dilation ballooning was performed, and the guiding threads were not tied. No patient anatomical features were identified that may have contributed to the event. The physician has performed 19 perceval implants to date. The valve gradient immediately post-op was not measured, CPR was not performed, and no concomitant procedures were conducted. Some difficulties in retrieving the valve holder were encountered during the second valve deployment. The perceval was ultimately replaced with a trifecta 19.

Manufacturer narrative:
Echocardiographic review confirmed that the non-coronary leaflet was immobile, and the right coronary leaflet had decreased mobility visual inspection of the returned device confirmed the absence of manufacturing defects. Hydrodynamic testing was conducted on the returned prosthesis. The investigation confirmed that the device exhibited normal leaflet kinematics, with a regurgitation fraction in compliance with the requirement of en iso (B)(4). Based on the analyses performed, the reported event cannot be explained by any factor intrinsic to the involved device. According to information provided by the customer, the perceval valve was replaced by a trifecta size 19. Based on the size of the trifecta valve implanted, it can reasonably be concluded that the perceval valve was oversized, and thus contributed to the observed dysfunction.